Event description:
Customer states that false negative results were obtained on two pt urine samples using the icon 25 hcg test. Follow-up serum quantification result were positive (80 and 184 miu/ml). Cusotmer acknowledged reading the sample results at 5 minutes, rather than the 3 minutes as instructed in the labeling. There was no serious injury and no treatment was initiated or withheld based on the false negative results. The false low results could not be duplicated by beckman coulter or the vendor (acon). A false low hcg could be used to rule out pregnancy, and treatment or other diagnostic procedures could be based on the false negative result. If the pt were actually pregnant, some of these procedures, i.e. X-rays, could potentially contribute to a serious injury to the fetus.